Event description:
It was reported the drive screw with the flex tube (distraction) sheared off right before the threaded part. The doctor had to back out the screw by hand, this extended the surgery by about 30 minutes. Doctor was able to put in another screw with no problem.

Manufacturer narrative:
The device has been requested to be returned for review, but it has not yet been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.